Event description:
It was reported from the "icn" department that the device experienced an unexpected shut down during a primary dopamine infusion while in use on a patient. The device was programmed for dopamine 1600mcg/ml in a 20ml syringe to infuse at a rate of 5mcg/kg/min (0.11ml/hour). There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The reported issue of the "device experienced an unexpected shut down during a primary dopamine infusion while in use on a patient" is not confirmable. No product or device logs were returned for investigation. No other information was provided by the customer. A review of the device history record showed the device had a manufacture date of 06/06/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. No product or device logs were returned for investigation. No further information was provided by the customer the device is used for treatment purposes. No product returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device experienced an unexpected shut down during a dopamine infusion in use on a patient.

Event description:
It was reported from the "icn" department that the device experienced an unexpected shut down during a primary dopamine infusion while in use on a patient. The device was programmed for dopamine 1600mcg/ml in a 20ml syringe to infuse at a rate of 5mcg/kg/min (0.11ml/hour). There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Addition/update: b3, b5, d11, g3 and patient code. Time of event: 1:40 (B)(6) 2020.